Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 400 mg/dl. It was stated that the cause may have been pneumonia. Troubleshooting was performed and the insulin pump was programmed, but the caller did not know if the settings were correct or not. The insulin pump passed the prime and high pressure tests. Later, the customer called with more info. The customer stated that she was experiencing high and low blood glucose levels, as well as trouble breathing prior to the event. The customer also stated that the insulin pump was exposed to an MRI scan after she was treated. The insulin pump did alarm, but the customer could not recall the alarm as the insulin pump was taken away by the hospital staff. Advised the customer to call back to continue troubleshooting once she has the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.